Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during an implant procedure after repositioning the lead multiple times the helix failed to deploy or retract and the physician was unable to position the stylet all the way down the lead. Helix over extended. Operator "felt helix mechanism go." The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed the distal conductor of the lead was e xtrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. Full lead in segments was received. Visual analysis found distal conductor distorted within the is-1 connector pin/over-rotation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.